Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported that the customer's insulin pump experienced moisture damage. The customer reported blood glucose level to be 200 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
Insulin pump received with no act button response due to corroded keypad traces. Insulin pump was unable to perform displacement test due to no button response. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.